Event description:
The MFR received info alleging a ventilator's power cord was faulty. There was no report of harm or injury.

Manufacturer narrative:
The ventilator was returned to the MFR for eval. During the eval of the device at the MFR's svc center, an open circuit condition was found and no exposed wires were evident. The device's power cord was replaced to address the issue.